Event description:
A malfunction was reported with a display of malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, but a call to the pump user was unsuccessful.